Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), septic shock ('septic shock from abscess') and crohn's disease ('crohn¿s disease') in an adult female patient who had essure (ess205) (batch no. 508016) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included ileostomy, ileoanal anastomosis and crohn's disease. On(B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), septic shock (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abdominal pain lower ("pain (left lower quadrant)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rash ("skin rash on arms"), vaginal infection ("infection bladder/vaginal/ urinary"), abscess ("septic shock from abscess"), anaemia ("anemia"), fatigue ("fatigue"), cystitis ("infection bladder/vaginal/ urinary"), urinary tract infection ("infection bladder/vaginal/ urinary"), nausea ("nausea") and vision blurred ("blurry vision"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, septic shock, crohn's disease, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal haemorrhage, rash, vaginal infection, abscess, anaemia, fatigue, cystitis, urinary tract infection, nausea and vision blurred outcome was unknown. The reporter considered abdominal pain lower, abscess, anaemia, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, rash, septic shock, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure (ess205). The reporter commented: ablation was performed. She had 3 pregnancies (high risk on the last two due to crohn's disease). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in 2006: successful placement. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: left lower quadrant abdominal pain, nausea, crohn¿s disease quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), septic shock ('septic shock from abscess') and crohn's disease ('crohn¿s disease') in an adult female patient who had essure (ess205) (batch no. 508016) inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included ileostomy, intestinal anastomosis and crohn's disease. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), septic shock (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), abscess ("septic shock from abscess"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), cystitis ("infection bladder/vaginal/ urinary"), vaginal infection ("infection bladder/vaginal/ urinary"), urinary tract infection ("infection bladder/vaginal/ urinary"), nausea ("nausea"), abdominal pain lower ("pain (left lower quadrant)"), rash ("skin rash on arms") and vision blurred ("blurry vision"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, septic shock, crohn's disease, abscess, vaginal haemorrhage, anaemia, dysmenorrhoea, dyspareunia, fatigue, cystitis, vaginal infection, urinary tract infection, nausea, abdominal pain lower, rash and vision blurred outcome was unknown. The reporter considered abdominal pain lower, abscess, anaemia, crohn's disease, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, rash, septic shock, urinary tract infection, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure (ess205). The reporter commented: ablation was performed. She had 3 pregnancies (high risk on the last two due to crohn's disease). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram in 2006: successful placement. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: left lower quadrant abdominal pain, nausea, crohn¿s disease most recent follow-up information incorporated above includes: on 26-jul-2019: reporters added, date of birth, essure insertion date, batch number, events ¿abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), crohn¿s disease, anemia, dysmenorrhea, dyspareunia, fatigue, infection bladder/vaginal/urinary tract infection, abscess, nausea, pain, skin rash on arms, blurry vision, septic shock from abscess added. Essure model updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.